Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was dented in two spots of the shaft. The envelop seal and circular seal appeared intact. Pmv performed a functional evaluation, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, when taking the obturator and the sleeve of the product onto the instrument table, they found the obturator deformed and crushed. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.